Manufacturer narrative:
Analysis of the catheter revealed a non-significant anomaly. The sc connector of the catheter had a tear in the seal near the guide ring.

Event description:
Additional information was requested for the indication for use of the implanted pump system. Should additional information be received a supplemental report will be filed.

Event description:
On 2016-01-25 the representative reported that the indications for use for the implanted system was spasticity. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# unknown, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 1000 mcg/ml (75 mcg/day) intrathecal therapy via an implanted pump. The patient was taking oral baclofen at the time of the event. The lioresal lot number was unable to be obtained. The pump's indication for use (IFU), medical history, and concomitant medications were unknown. The patient experienced "clonie" and increased spasticity like before the intrathecal baclofen therapy (itb) implant. The first symptoms were noted by the physician "last (B)(6)". The volume discrepancy evaluation at refill, the logs, the clinical evaluation, and other clinical aspects were evaluated and were all okay. The patient had a good response to oral baclofen; however, the dosing being increased had no response. The increasing daily dose symptoms remained. A catheter dye study was completed and was okay. Last friday, (B)(6) 2015, the complete intrathecal catheter was explanted and replaced, and after 12 hours the patient felt better. The physician had indicated that during the explant the catheter was tangled. The issue that led to the event w as probably the catheter kinking that was not revealed by the dye study. The issue was resolved, and the patient status was alive with no injury at the time of this report. If additional information is received, a follow up report will be sent.